Event description:
Caller reported a malfunction on the pump, displaying malfunction code 3, which was not resettable. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support arranged to replace the pump and confirmed that the customer would use multiple daily injections (mdi) as a backup therapy. They ensured the customer understood the necessary steps for using the updated pump software and the procedure for returning the faulty pump.